Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, green button could not be pressed. The surgeon was also unable to squeeze the handle. Firing suddenly stopped at the beginning. There was no patient involvement.